Manufacturer narrative:
Medical device lot #: 1252925 was reported, however, this is not a lot number manufactured for the reported catalog number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, 2 bd bactec¿ mgit¿ 960 supplement kit vials were contaminated with cladosporium. The following information was provided by the initial reporter: customer is reporting contaminated vials.

Event description:
It was reported that prior to use, 2 bd bactec¿ mgit¿ 960 supplement kit vials were contaminated with cladosporium. The following information was provided by the initial reporter: customer is reporting contaminated vials.

Manufacturer narrative:
H6:investigation summary mgit 960 supplement kit batch 1252959 is composed of mgit panta batch 9326811 and mgit 960 growth supplement batch 9326861. The batch history record review for mgit 960 supplement kit batch 9340956 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 1207971 and mgit 960 growth supplement batch 1252925 were satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. Retentions for panta batch 1207971(10 vials) and growth supplement batch 1252925 (5 vials) were available for inspection. For panta batch 127971, all 10/10 retention vials had no defects or damage from visual inspection. For growth supplement batch 1252925, all 5/5 retention vials had no damage or evidence of contamination. For further investigation two retention panta vials batch 1207971 were reconstituted with supplement batch 1252925. One reconstituted retention panta vial was placed into the 20¿25-degree celsius incubator, and one reconstituted retention panta vial was placed into the 33¿37-degree celsius incubator. At the end of a 21-day incubation period no microbial growth was observed. Two photos were received to assist with the investigation: the first photo shows a supplement vial from batch 1252925. The crimp cap has been removed from the vial the stopper is still in place in the vial. There is sab dex agar plate with possible mold on the plate. The second photo is the sab dex plate with possible mold on the plate. Returns were also received to assist with the investigation. A shipping box was received with tissue paper and the bd kit for batch 1252959. Six supplement vials from batch 1252925. All vials were received with crimp cap sealed and no evidence of contamination. No panta vials were received. For further investigation two supplement return vials from batch 1252925 were incubated. One vial was placed into 20-25 degree celsius, and one vial was placed into 33-35 degree celsius. At the end of a 21-day incubation period no microbial growth was observed in 2/2 return vials. This complaint cannot be confirmed based on the observations from the returns. Bd will continue to trend complaints for contamination. D9: device available for evalution?:yes. D9: returned to manufacturer on: 01-dec-2021